Manufacturer narrative:
Device was not returned.

Event description:
On (B)(4) 2012, breg, inc. Was notified by bowman and (B)(4) of a pending legal action involving the pain care product. The patient had surgery on his right shoulder on (B)(6) 2006 and alleges that the physician inserted a catheter into his shoulder following surgery. The patient now alleges that the device caused chondrolysis and degeneration of his right shoulder. No additional information regarding the patient or nature of the injuries was provided.